Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced pocket infection. The right atrial (ra) lead and the right ventricular (rv) lead were capped and remain in the patient, whereas the implantable pulse generator (ipg) was explanted. Cultures were taken and the patient was administered a course of antibiotics for the next several weeks. Once the infection is clear a new ipg will be implanted. No further patient complications have been reported as a result of this event.